Event description:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The complaint cannot be verified. Functional testing and inspections could not be performed due to the products remaining implanted. The dhrs were reviewed for pt-3339 and there were no non-conformances found. There are no indications of manufacturing defects. This is the only complaint in regards to the bar not being able to positioned easily for pt-3339 lot 953070. Due to low sales of these parts (pt-3339, pt-3340, pt-3341) a one-year complaint review was conducted on the part family (pt-xxxx) and in the previous one year (from the notification date). Regarding fit issues, there is a complaint rate of 0.16%, which is no greater than the occurrence listed in the application fmea. The most likely underlying cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2019-00587, 0001032347-2019-00588, 0001032347-2019-00589. Medical products: pectus system chaney 13 ti pectus bar, part# pt-3339, lot# 953070. Pectus system chaney 13 ti pectus bar, part# pt-3340, lot# 953080. Pectus system chaney 13 ti pectus bar, part# pt-3341, lot# 953090.

Event description:
It was reported the surgeon could not optimally position stabilizers on a pectus bar. No adverse events have been reported as a result of the malfunction.